Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the patient's right atrial (ra) lead dislodged as evidenced by a drop in ra lead impedance and undersensing, and was confirmed by x-ray. Patient also reporting chest discomfort but physician does not believe this is related to the ra lead dislodgement. Intervention is planned for the ra lead dislodgement but the final option is not yet determined as patient remains in atrial fibrillation (af). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.